Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one of the patient's lead was not functioning properly. There was no additional information obtained from the field. This lead remains in service. No adverse patient effects were reported.